Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis which consisted of the rotalink burr catheter. The burr catheter was received with the handshake connection exposed. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device found that the burr catheter handshake connection was bent. Due to the damage to the handshake connection, the burr catheter could not be connected to a test advancer for functional testing. As the device was returned with the handshake connection exposed and bent at the rim of the burr housing, it is likely that the damage occurred during transit due to the handshake connection being exposed. The damage to the burr catheter prevented the device from being functionally tested, and clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the device became stuck in the lesion. The device was removed directly without any intervention. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck in the lesion. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the device became stuck in the lesion. The device was removed directly without any intervention. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.